Event description:
An empty cartridge alarm was reported, which indicated that the pump detected an empty cartridge. There was no adverse impact to the customer's blood glucose level. The caller experienced a discrepancy between the insulin gauge display and the expected amount, with a current fill estimate of 0 units despite expecting 60 units. Technical support educated the caller on the cause of the alarm and advised against overfilling the cartridge. The caller completed the necessary steps to address the issue but declined to load a new cartridge, opting to continue using the current one and follow up if needed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.